Manufacturer narrative:
Only 3 burs subject to this MDR were returned to the MFR for eval. It was visually confirmed that the heads of the bur were broken from the shanks. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a dental procedure (sectioning a molar tooth), 10 burs broke at the head. It was also reported that the broken pieces fell into the surgical site, and that all broken pieces were removed. It was further reported that an x-ray was performed to confirm no broken pieces were left behind. It was also reported that this event delayed the procedure by 45 minutes.